Event description:
During an implantation procedure for an optimizer smart mini (osm) implantable pulse generator (ipg) on (B)(6) 2024, it was reported that the patient experienced atrial fibrillation during initial lead positioning. At this point in the procedure, the ipg had not yet been implanted in the patient and the ipg was still being configured on the back table. The patient received dc cardioversion that was successful in normalizing their heart rhythm. The implantation procedure carried on without further interruptions and the patient was successfully implanted with an osm ipg. The patient was reportedly stable post-op and was discharged from the hospital later that same day. The patient has not reported any problems or incidents pertaining to their condition or their osm ipg since the operation.